Event description:
This spontaneous case describes the occurrence of fatigue ("severe global fatigue") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2017, the patient had essure inserted (intra-uterine). In 2021 she experienced fatigue (seriousness criteria hospitalization and intervention required). Essure was removed on an unknown date in the same year. The patient was treated with surgery (essure removed). At the time of the report, the outcome of the event was unknown. The reporter considered fatigue to be related to essure administration. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ('essure removed') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2017, the patient had essure inserted. In 2021, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required) and experienced fatigue ("severe global fatigue"). The patient was treated with surgery (essure removed). Essure was removed in 2021. At the time of the report, the medical device removal and fatigue outcome was unknown. The reporter considered fatigue and medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the reporter is not possible. Most recent follow-up information incorporated above includes: on 16-jun-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ("essure removed") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2017, the patient had essure inserted (intra-uterine). In 2021 she experienced fatigue ("severe global fatigue") and underwent medical device removal (seriousness criteria hospitalisation and intervention required). Essure was removed on an unknown date in the same year. The patient was treated with surgery (essure removed). At the time of the report, the outcomes for these events were unknown. The reporter considered fatigue and medical device removal to be related to essure administration. The following amendment was made: upon internal review, event medical device removal was added as event (removed as treatment from event fatigue). No new follow-up information was received from the reporter. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.